Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the bag ripped while it was pulled out from the cavity. It was noted some of the liquid did fall into the cavity and patient had to be given antibiotics because of this. There was no patient injury.